Event description:
It was reported that pump battery drained rapidly based on customer email communication. There was no reported impact to the customer¿s blood glucose level. Customer declined further assistance or inquiry, no additional information was obtained, and no further action was required from technical support.